Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on 11/18/2019 was 57 mg/dl. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 47 mg/dl were recorded by continuous glucose monitor (cgm) from 4:35:46 am to 10:45:45 am on 11/20/2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 20.7 units was observed on 11/19/2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 11/18/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 11/20/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl; cause was unknown. Customer's husband provided sugar and administered a glucagon shot to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.